Event description:
During transanal excision of rectal neoplasm, the colon was perforated while using frankenfeld snare. Perforation of anterior portion of rectosigmoid. Approx 3 hours later, the pt returned to surgery for an explanatory laparotomy and repair of the perforation.